Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump was 12 hours off. Blood glucose level was 225 mg/dl. Reportedly, the customer inadvertently input the time in the settings incorrectly. Tandem technical support assisted the customer with correcting the time.